Manufacturer narrative:
Software investigation pending.

Event description:
A medtronic representative reported during a cranial surgery, there were alleged inaccuracies. The surgeon attempted registration on the synergy and the mach cranial software and alleges he was inaccurate each time then chose to discontinue navigation. No impact on patient outcome reported.